Manufacturer narrative:
Section d4 and h4: additional information. Section h6 (patient code): correction. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation and a pump stoppage; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained relevant data from (B)(6) 2019 to (B)(6) 2019. The pump operated above the low speed limit until (B)(6) 2019 when the log file recorded low speed operation which progressed into a pump stoppage at 08:38:24 am. The pump speed temporarily regained speed and continued to intermittently operate below the low speed limit and fully stop 4 times through 08:54:48 am. The pump regained speed until the log file recorded further low speed operation at 09:10:21 am and 09:10:43 am. The pump regained speed on its own and operated above the low speed limit for all remaining data captured in the log file. The patient was operating on their mobile power unit during all abnormal pump operation. Although a direct cause for the abnormal pump operation seen within the log files could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a potential driveline issue. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient described "controller alarms" while the device was on power module. The patient experienced pump stop and restart, and was admitted to the hospital. The cause is unknown. No treatment was provided. The patient was doing well at home at time of reported event.